Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed the wire was disconnected at the rear of the power connector. The chassis was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no harm or serious injury reported as a result of the event.